Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope bending angle was weak. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction and the play of up/down knob were out of standard value due to wear of the angle wire. It was also noted that there was a lack of image on the monitor due to dirt on the objective lens and scratches were noted throughout the device. The light guide lens was dirty and the image had a partial dark area due to dirt on the objective lens. The scope cylinder was shaved and the control unit had discoloration. A flare occurred due to a scratch on the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.